Event description:
Spontaneous inbound call from patient regarding her cadd ms3 pump serial number (B)(4). She said she was trying to load the cartridge in the pump and it was not moving beyond fill tubing to start delivery. She stated she did not have a battery in the pump while not in use and I reviewed this could cause programming to be cleared. We are sending a replacement pump to arrive in the morning and she will send back the malfunctioning pump. She is going to use her current pump that is working. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Malfunctioning pump was not in use, patient is continuing to use functioning pump. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. If yes was any medical intervention provided? Reported to (B)(6) by: patient/caregiver.